Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account generated a negative hiv-1/2 eia result on a pt that tested hiv reactive at another laboratory. The account was acting as a reference laboratory for a customer that aliquoted specimens to send a two reference laboratories. The account generated a negative hiv-1/2 eia result (0.097 od value, cutoff=0.120) on specimen ID which tested hiv reactive at another lab. A second specimen ID from the same pt donation was again sent to the account and the other lab. The account generated reactive hiv -a/2 eia results (0.153, 0.155 od values, cutoff =0.116) and the other lab generated reactive hiv results. The account sent specimen ID for add'l testing. The sample tested western blot indeterminate and hiv-2 reactive (0.188, 0.195 od values, cutoff=0.1880). The account processed the specimens using the commander fpc, commander ppc and dynamic incubator. The negative hiv-1/2 eia result was reported outside of the lab and questioned by medical practioner. No impact to pt management was reported. End of report.